Manufacturer narrative:
The reported event of lead revision due to alleged lead failure was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-05012. It was reported the patient experienced ineffective stimulation and it was determined the leads were fractured. As a result, the patient's leads were explanted and replaced.